Event description:
During the positioning of a 26mm sapien xt valve and novaflex+ delivery system, a dissection in the descending aorta at the first bend of the aorta was noted. Surgical repair was attempted; however, the patient expired. The xt valve and delivery system were advanced and the team tried to mount the valve past the tortuous segment. After a lot of struggle and manipulation of the device, they were able to successfully mount the valve. While this was happening, it was noted that the blood pressure was low. The echocardiologist noticed the dissection in the descending aorta at the first bend of the aorta. Immediately after, her blood pressure went to zero. Her chest was quickly opened and a large tear in the aorta was noted. Cardiac massage was started while repairs to her aorta were attempted. Blood transfusions were given throughout, but the patient was bleeding out. The surgical repair could not be performed in time and the patient passed away. The patient had a very tortuous descending aorta.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, procedural factors (manipulation of the delivery system), in addition to patient factors (very tortuous descending aorta), likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.